Event description:
It was reported that the patient had symptoms of bradycardia and presented to the hospital. Interrogation revealed that the device was in back-up mode with failure to capture or pace. A previous follow-up on july 17, 2006, showed normal function.